Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patients onetouch ultra2 meter was reading inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when attempted on behalf of medical surveillance in order to obtain further information. The reporter detailed that two weeks prior to contacting lfs, the patient obtained a result of 306mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 214mg/dl obtained on a onetouch ultra2 meter, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and the reporter stated that the patient increased the dose of her medications based on the results. The reporter detailed that the patient developed symptoms of shaky, unstable and blurry vision however could not specify when and it is unknown if the patient received any treatment for the symptoms. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.